Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was determined this complaint should not have been reported because procedure was elective.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient's ipg was explanted and replaced. The reason for the ipg replacement is unknown. Therapy was restored postop.